Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence & pelvic organ prolapse on (B)(6) 2009 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including surgeries on (B)(6) 2010 and (B)(6) 2012. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, recurrence, dyspareunia and neuromuscular problems. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent suprapubic tube insertion on (B)(6) 2013 for urinary retention. It was reported that the patient underwent tube change procedure on (B)(6) 2013 and was hospitalized (B)(6) 2013 due to tube malfunction. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 01/06/2017. (B)(4). It was reported that following insertion the patient urinary tract infection and urinary retention.

Event description:
It was reported that following insertion the patient urinary tract infection and urinary retention.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence.